Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's daughter that the patient was admitted to the emergency department and they were told "device is not working properly but she could not describe details." Later review of manufacturer's database revealed the patient died approximately 5 weeks later. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported by the patient's daughter that the patient was admitted to the emergency department, and they were told "device is not working properly, but she could not describe details." Later review of manufacturer's database revealed the patient died approximately 5 weeks later. Follow up with the physician reported the cause of death to be sepsis and endocarditis. The patient's medical history was significant for sick sinus syndrome, atrial fibrillation, and senile dementia. The patient had been pacemaker dependent. No autopsy was performed. It is unknown to the physician if the death was device or lead related.